Event description:
The hosp reported that the coating at the end of the device in question was damaged during the procedure and that 5 mm of the material detached. The material got stuck in the y hemostatic valve. The hosp reported no pt complications and that the pt condition is good.

Manufacturer narrative:
The device in question has not been returned to boston scientific. Based on the info known at this time, boston scientific cannot conclusively determine the cause of the user's experience. If the device in question is returned or if further significant info is found, a supplemental report will follow.